Event description:
Multiple episodes of secure sense non-sustained rv oversensing seen during in-clinic follow-up. Tech services was contacted to get programming recommendations. The programming recommendations were effected. No complaints related to this issue made by clinic or patient.